Event description:
Aerosal treatment with inline nebulizer pip increased 10 cm.inline nebulizer is designed to adjust flow to prevent this, but still happened. Flow was adjusted to decrease pressure. Pressure continued to increas. Treatment was then discontinued.patient had small pneumothorax prior to incident. Pneumothorax increased significantly after chest tube placed. Pneumothorax resolved.